Manufacturer narrative:
The customer reported that the biohit pipettor was not dispensing properly. The customer immediately discontinued use of the device. Information was not provided regarding testing performed with the pipettor or possible test results obtained or how the customer discovered the issue. Erroneous results were not reported. The customer was provided a replacement pipettor and instructed to forward the affected pipettor to an ocd repair depot (jabil). On 3/9/2007 the pipettor was evaluated by an ocd repair depot (jabil). The repair depot indicated that the pipettor did not dispense the correct volume of fluid. The customer complaint was confirmed.

Event description:
Incorrect or no dispense.